Event description:
The customer reported that the system would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the interconnect cable. No patient injury was reported.